Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify the low battery alarm due to no button response. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken battery tube threads, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the customer that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time 133mg/dl. Advised insulin pump would be replaced. No additional information is provided.